Manufacturer narrative:
Concomitant products: etbf3216c166e, stent graft ,implanted: (B)(6) 2013; etlw1613c124e, stent graft, implanted: (B)(6) 2013; 5076-58, lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain at the site of the implant after it was implanted in 2014. They had also felt pain when moving their arm, which they thought had something to do with the wiring of their device. The patient stated that another adjustment procedure was done to help with the pain. No further information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.